Manufacturer narrative:
This report is submitted on 07 january 2020.

Event description:
It was reported that the patient's device was explanted due to an unknown reason. Additional information was requested but not made available as of the date of this report.

Manufacturer narrative:
It was reported the electrode erray had extruded prior to explantation. This report is submitted 03 february 2020.